Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-1938ps was received for investigation. Visual evaluation noted that the anchor was broken at the proximal end. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Dfu-0054-eo revision 5 states the following: "avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process."

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the suture tore during insertion. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.